Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency room (ER) after receiving inappropriate therapy when turning on to his left side. The noise was reproducible in the primary and secondary sensing vectors with no noise noted in the alternate vector. The shock impedances were within normal limits. A review of chest x ray noted the electrode was fully inserted and that some subcutaneous air appeared to be around the device. The device therapy was programmed off. Subsequently this device was reprogrammed to the secondary sensing vector and since the change no new events have been noticed. This s-ICD system remains in service. No additional adverse patient effects were reported.